Manufacturer narrative:
Based on the additional information received, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.

Event description:
Additional information received from implant doctor: the event was described as "uncomplicated successful cataract surgery. The patient did notice a decrease in their vision. A yag procedure was done on (B)(6) 2015 to treat visually significant posterior capsular opacification (pco) on right eye. On (B)(6) 2015 diagnosed right eye with cystoid macular edema which exacerbated partial thickness macular hole which was pre-existing. A yag procedure was done on (B)(6) 2015 on the left eye for visually significant posterior capsular opacification (pco) and prk on (B)(6) 2016 for residual refractive error. The surgeon indicated that there was no adverse event that happened with cataract surgery or iol. The patient had pre-existing retinal problems and previous refractive surgery ou. The patient's current prognosis and treatment as of (B)(6) 2016 recommendation of lri enhancement on right eye, prk enhancement on left eye and discussed again that bcva will remain limited right eye due to retina and left eye due to previous rk. The patient has not been seen since (B)(6) 2016.

Event description:
Additional information: patient required glasses for distance to drive and wore them all of the time. Reportedly, the patient's doctor suggested prk for the left eye to correct distance vision and astigmatism.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the consumer, no additional information has been received. The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7443501) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient is dissatisfied her visual outcome post lens implant in the left eye. Lasik surgery, prk and a yag procedure were performed. Reportedly the surgeon told patient everything is fine but patient is having problems seeing and reading. Additional information has been requested.